Event description:
Reported is a catheter tip sharp-edged. The tip of the catheter was cut at the level of the first eye. The extremity of catheter was missing. The extremity of catheter was sharp edged.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. A quality evaluation was performed on (B)(6) 2014. Sample in opened peelpack has been received and evaluated. Sample did not meet specification. The end of catheter was cut. The welding between paper and foil is intact and met requirements. History batch records were reviewed and no nonconformity was recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. No other complaints with reference to the type of failure in question were received for the same product reference code within last 12 months. No earlier complaint has been received on the batch in question. This tape of defect on catheter usually occurs if catheter is welded between paper and foil. This defective catheter must be identified by radar system at packaging machine and thrown away by the operator. Given that no imperfection on the weld was observed it was concluded that the claimed catheter had been thrown away and thereafter repacked. Repacking of discarded product is not allowed. Operator did not follow work instruction. Based on the investigation results the root cause of issue has been determined as human error. The relevant information activity will be performed. The defect occurrence is considered to be isolated and below expected level of acceptable quality limits. Complaint considered justified. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.